Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the lead in his thoracic area was bulging out and he had severe muscle spasms. The patient noted he had injections to the thoracic area and the issue had not been resolved. The patient was waiting on an appointment with his healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977c165 lot# serial# (B)(4) implanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the device wasn¿t working. The patient reported that he had extreme muscle spasms in the thoracic area for 3 months. The patient reported that they went to pain management two weeks prior to the report and pulled up machine and thought lead was touching a nerve in thoracic and aggravating and felt like broken ribs. The patient reported that a needle was stuck below the lead and helped for one lead but it was back and hurt. The patient reported that it felt like someone punched him in the ribs. The patient reported that he was going to get injections, started months ago and it helped a little bit. The patient reported that he was annoyed and frustrated because injections were not lasting. The patient reported that the whole point was to not take pain medications. The patient reported that he was taking debataten and another non-narcotic drug. The patient reported that he had fallen a few times more recent and jacked up his ankle. The patient reported that an x-ray was done back in (B)(6), didn¿t see anything out of normal. No further complications were reported.